Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2012, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
H10. Pending investigation. There is no other information provided.